Event description:
Approximately, one year and seven months post implantation, the patient reported having power connection issues on his controller, including random battery disconnect signals. The patient tried several different batteries, but the issue persisted. While disconnecting a depleted battery, the patient reported a high priority alarm and a blank screen on the controller (indicative of a loss of power). The patient quickly re-established power and the controller rebooted. The patient performed a controller exchange with no further issues. There was no patient injury as a result of this event. A preliminary review of the log files revealed a pump stop due to loss of power. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was exchanged and returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The log file review identified the occurrence power switching events and a loss of power. Heartware has opened an internal investigation to evaluate these types of issues. The controller operated as expected. The most likely root cause of the loss of power is disconnecting the battery on port 2 leaving a defective faulty cell battery on port 1. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events involving the controller are most often attributed to a communication error between the controller and batteries. The most likely root cause of the power switching events is a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.